Manufacturer narrative:
The customer contacted the siemens customer care center (ccc).quality controls (qc) were within range on the day of event. Ccc ran service method testing, which passed. A siemens customer service engineer was dispatched to the customer site. The cse ran qc, which passed. The cse determined the cause of the event is consistent with a sample integrity issue which can be caused by pre-analytical factors such as sample tube mixing issues, centrifuge modification speed and time and sample handling issues. A siemens headquarters support center (hsc) specialist reviewed the instrument data and found no systematic issue and concluded that fibrin or cellular debris, pulled into the aliquot well and probe, may have caused an issue when the sample was being processed. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of the discordant, falsely low vancomycin results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2017-00783 was filed for the same event.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained upon repeat on a dimension vista 1500 instrument ((B)(4)). The first repeat result was not reported to the physician(s). The initial discordant result, obtained on instrument (B)(4) was reported to the physician(s), and questioned by the pharmacist. The sample was repeated on two alternate instruments ((B)(4)), resulting higher. The sample was repeated again, on the original dimension vista instrument, resulting higher and consistent with the two alternate instruments. The repeat result obtained on the 1st alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.

Manufacturer narrative:
The initial MDR 2517506-2017-00779 was filed on 24-oct-2017. The first supplemental MDR 2517506-2017-00779_s1 was filed on 11-dec-2017. Corrected information: additional MFR narrative of the initial MDR states: "the cause of the sample being centrifuged outside of tube vendor specifications is a failure to follow instructions." Section additional MFR narrative of the first supplemental MDR states: "a siemens technical applications specialist (tas) reported that a tube manufacturer acknowledged problems with barricor tubes when not properly spun. The customer has discontinued the use of barricor tubes." The customer stated that they were within the centrifugation specifications recommended by the tube manufacturer. The customer discontinued use of the barricor tubes due to the tubes being recalled by the manufacturer. The reason for the recall of the tubes is not related to the sample integrity issue on the patient sample.

Manufacturer narrative:
Additional information (20-nov-2017): a siemens technical applications specialist (tas) reported that a tube manufacturer acknowledged problems with barricor tubes when not properly spun. The customer has discontinued the use of barricor tubes.